Event description:
It was reported that high impedance was observed during diagnostics on the patient's vns. The patient underwent a full explantation of the vns. The explanted products were received by the manufacturer. Generator product analysis was completed. Proper functionality of the generator was verified in the product analysis lab. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. There were no signs of variation in the output signal. The diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. The electrical performance of the generator as measured in the product analysis lab was used to conclude that no anomalies exist. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. The allegation of fractured leads was confirmed in the product analysis lab. The electrodes were not returned for product analysis and, therefore, a complete evaluation could not be performed. The lead was returned in 3 portions. The 1st return portion measured 400 mm and the second and the third were 19 mm each. During analysis of the 1st portion, the connector ring quadfilar coil appeared to be broken approximately 10 mm from the electrode bifurcation. Scanning electron microscopy identified the area on two of the broken coil strands as having evidence of a stress induced fracture with mechanical damage and pitting. Mechanical damage with pitting prevented identification of the fracture type of the remaining two broken coil strands. The electrode bifurcation appeared to be torn. An electrical and mechanical contact between the generator and connector block to the end of the lead was verified during continuity measurement during decontamination. No other discontinuities were identified. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting.